Event description:
It was reported that the user missed a dinner meal announcement while using the ilet system and later sought guidance on whether a late meal announcement was appropriate; the agent provided education on the corrections algorithm and advised not to announce a meal 30 minutes or more after the missed window. Symptoms included no reported clinical effects, with a reported blood glucose of 151 mg/dl and no adverse symptoms. Outcomes included no adverse health impact, no alerts or alarms, and no need for medical intervention or hospitalization. Investigation of this case revealed appropriate device performance with no malfunction identified and that user error related to timing of meal announcement was the likely factor. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use regarding meal announcement timing.

Manufacturer narrative:
Initial.